Manufacturer narrative:
Correction to initial g3: date received by MFR: update from 11/04/2024 to 11/05/2024. Additional information: h4, h6, h11. H4: the lot was manufactured between july 5, 2023 and july 7, 2023. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified on the companion sample. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume folfusor. The device was filled with sodium chloride (nacl). This was observed during setup, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.